Event description:
The MFR received info alleging a bipap vision emitted black smoke while on a pt. The pt required medical intervention. The MFR's investigation is currently ongoing. A follow up report will be submitted when the investigation is complete.